Event description:
It was reported that the device has a bubbled dso. The investigation also found that the uso seal was buckled. No patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. However, the investigation found that the uso seal was buckled. Replaced uso seal and dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.